Event description:
The resident was cleaning the trocar port with the double ended sponge from the clearify kit. When he removed it, the sponge end that was in the port, came off the stick. He was able to remove the sponge from the port. The cleaning stick, with the loose sponge end, was removed from the field. A new clearify kit was opened.